Event description:
It was reported that during a coronary stent procedure in a calcified lesion, the tip of the wire broke off in the patient. The patient went to surgery for removal. Patient status is listed as "ok".